Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced a myocardial infarction. Details of the lesion are unknown. In (B)(6) 2011, during the index procedure, the physician implanted two (3.0x15mm promus; 3.0x32mm taxus liberte) stents within the patient. In (B)(6) 2012, the patient experienced a myocardial infarction. Recurrent ischemic symptoms lasting 10 minutes or more were noted and cardiac enzymes were performed. As a result of the event, repeat angiography was performed.

Event description:
It was further reported that during the procedure, a non-bsc catheter followed by right coronary angiography was performed in the multiple right anterior oblique (rao) and left anterior oblique (lao) views. Post review of the angiography, the intervention was performed. A non-bsc wire and an unknown 3.0x10mm cutting balloon was used into the high grade area of the stenosis, but not completely across. The physician performed 3 inflations at 12 atm for 30 seconds. Repeat angiography was performed. The guide and wire were removed. The lad was tranverse with the non-bsc wire. The physician attempted crossing with a non-bsc 3.0x11mm cutting balloon, it was unable to cross the lesion. However, the lesion was crossed with a 2.5x15mm cutting balloon which was inflated at 12 atm on 2 occasions. Repeat angiography was performed. The patient was left in stable condition without evidence of hematoma.

Manufacturer narrative:
Update - date of birth, patient sex, describe event or problem, relevant tests/lab data, other relevant history. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).